Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse found that the total area was low. Fse then dissassembled the small syringe, both valvees, and checked internals. They performed a prime on all buffers and wash, then performed a drain flush. They ran the same patient and found that the areas had doubled. The instrument was verified to be working as expected. There was no further action required by fse. The most probable cause of the reported event was due to air in the system and clogged sample needle.

Event description:
On (B)(6) 2017, a customer reported intermittent low areas while running patient samples with their g8 analyzer. The chromatograms looks normal but the total areas were low. They reported that they empty the waste every morning. There was condensation in the waste but no standing liquid. Technical support advised to rerun the sample with and without the cap but the total area remained low. They did not see any liquid standing in the waste tubing. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.